Event description:
It was reported that the patient was experiencing excessive charging of the ipg. Database analysis for ipg appears to exhibit signs of premature battery depletion. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. There are no signs of anomalies. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.